Manufacturer narrative:
The cause for the burning smell that came out of the instrument is unknown.

Event description:
Customer reported that a burning smell came out of the instrument. The customer indicated that this occurred on a different instrument at an earlier time. Customer indicated that they unplugged the instrument. There was no report of injury to this event.